Manufacturer narrative:
There was no indication that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that toward the end of an atrial fibrillation procedure, a pericardial effusion was observed on intracardiac echocardiography (ice). At the time, the physician was attempting to put a farawave pulsed field ablation catheter in the coronary sinus and the physician had difficulty confirming if the catheter was in the correct place. Additionally, a non-boston scientific ultrasound catheter was in use at the time of this event. When the physician disconnected the non-boston scientific ultrasound catheter, the catheter was physically damaged. Additionally, the pericardial effusion was also confirmed via transthoracic echo. A pericardiocentesis was performed and approximately 450ml of fluid was removed. No further information is available and the model and lot number for the farawave catheter is not known.

Event description:
It was reported that toward the end of an atrial fibrillation procedure, a pericardial effusion was observed on intracardiac echocardiography (ice). At the time, the physician was attempting to put a farawave pulsed field ablation catheter in the coronary sinus and the physician had difficulty confirming if the catheter was in the correct place. Additionally, a non-boston scientific ultrasound catheter was in use at the time of this event. When the physician disconnected the non-boston scientific ultrasound catheter, the catheter was physically damaged. Additionally, the pericardial effusion was also confirmed via transthoracic echo. A pericardiocentesis was performed and approximately 450ml of fluid was removed. No further information is available and the model and lot number for the farawave catheter is not known.

Manufacturer narrative:
Correction added additional code to section h6: there was no indication that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.